Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600i chemistry analyzer and identified the failure mode as multiple hardware. The fse observed the photometer lamp flickering and found the t-valve leaking at the reagent syringe and a wire crack in the reagent probe "b" level sense. The field service engineer replaced the photometer source assembly, level sense assembly, drive shaft assembly, and bracket spring mach which resolved the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of three (3) false low total bilirubin (tbil) patient results on their dxc 600i clinical chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. Quality control (qc) was within specification prior to the event. The customer did not provide patient data or demographics.